Manufacturer narrative:
The reported active exhalation control module failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party field service engineer, and the failure was confirmed. The service engineer replaced the proportional and 3-way solenoid valves to resolve the issue. The device passed final testing.